Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Beginning (B)(6) 2015 maximum rv capture threshold measured 2.5 v and consistently measured greater than 2.5 v from (B)(6) 2015 through (B)(6) 2016 average rv pacing impedance rose from 674 ohms to 1891 ohms.

Event description:
It was reported that the lead exhibited high impedance, high threshold, oversensing and noise. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.